Event description:
Info received indicates the brake is not holding when the brake pedal is engaged.

Manufacturer narrative:
The technician isolated the issue to a broken top block on the brake mechanism which would not hold the bearings and causing the brake cable to become loose. The technician replaced the top block on the brake mechanism to repair the bed.